Event description:
The ge oec 9800 fluoroscopy system had an issue with the collimator.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the low voltage power supply below specification and adjusted above 5 volts. Additionally, the events log showed several communication errors and the interconnect cable was replaced, along with the fluor functions board and systems interface board as a precautionary measure. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.